Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump time was inaccurate. Customer did not change it due to daylight savings time. Customer's blood glucose was over 400 mg/dl. Tandem technical support assisted customer with adjusting time.